Event description:
It was reported that the patient's internal device was dead. MRI guidelines were requested. The patient was reportedly having problems with it not working as she is having tingling and numbness. It was recommended that the patient not have an MRI. It was further reported that the patient called in to verify that she could not have an MRI. It was confirmed it was not recommended. The patient was considering getting it removed. The patient stated that the MRI was not related to the device, and she was not using it anymore and had no therapeutic effect, since the battery was dead. The patient was having cervical spine issues, paraesthesia and pain in her right arm. An x-ray showed that she had narrowing in the area but needed to find out how many were being pinched. The patient had a consult for next week and would probably have the stimulator taken out. Additional information reported that the patient needed to have a brain MRI per neurologist. It was noted that the event was attributed to the lead and the recharger. It was further noted that the patient was ¿no longer using and generator had expired.¿ it was also reportedly no longer effective for the headaches and neck pain. It was further reported ¿was expired and does not wish to replace." It was reported that a surgical intervention occurred and the implantable neurostimulator (ins), lead, and extension were explanted. It was further noted that symptoms associated with the event were that it no longer helped with pain. The patient reportedly did not require hospitalization and there was no injury.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. However, the ipg will be explanted; device return and analysis is needed to assist in the evaluation and investigation of the event. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg is inconclusive because it is unknown if the battery depletion is related to a device non conformance. Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3986a, lot# n075421, implanted: 2006 (B)(6); product type lead product ID 3986a, lot# n078444, implanted: 2006 (B)(6); product type lead. (B)(4).